Manufacturer narrative:
(B)(6) 2019 (B)(6) 2019 review of the diagnostic log found several error codes that were not reported by the customer that happened prior to the reported event. Philips field service engineer (fse) evaluated the device and none of the prior errors were duplicated. The unit passed all testing after the fse replaced the analog printed circuit board assembly (pcba) to address the reported vent inoperative adc/dac error. (B)(6) 2019 - battery depleted error (B)(6) 2019 - exhalation autozero failure (B)(6) 2018 air valve liftoff failure submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
PMA/510k : 17dec2019, date of report : 24dec2019. Failure investigation of retuned parts determined the following conclusion / root cause: this customer returned analog board was tested with no failures identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10sep2019. The customer reported that while in patient use the ventilator went inoperative, the patient was manually ventilated with oxygen due to patient desaturation, and placed on another ventilator. There was no patient harm. The philip field service engineer evaluated the ventilator and was unable to duplicate the reported issue however verified from diagnostics code and replaced the analog pcba to resolve the issue. The philips principal engineer evaluated the diagnostic logs and determined error code 4003: adc/dac test, associated with the reported event. Also observed in the log was error code 4005: exhalation autozero failure, error code 1012: air valve liftoff failure, and error code 5: depleted backup battery.

Event description:
The customer reported that while in patient use the ventilator went inoperative, the patient was manually ventilated with oxygen due to patient desaturation, and placed on another ventilator. There was no patient harm. The philip field service engineer evaluated the ventilator and was unable to duplicate the reported issue however verified from diagnostics code and replaced the analog pcba to resolve the issue. The philips principal engineer evaluated the diagnostic logs and determined error code 4003: adc/dac test, associated with the reported event. Also observed in the log was error code 4005: exhalation autozero failure, error code 1012: air valve liftoff failure, and error code 5: depleted backup battery.